Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. Upon visual inspection, it was determined that the soft anchor sheath and suture assembly of the self-punching knotless 2.6 fibertak® anchor with #5suture, ve5 had not returned for investigation. No issues were found with the driver. Functional testing was not performed due to the missing sutures and implants. No problem found.

Event description:
It was reported that during a knee arthroscopy the ar-3641sp-1 implant has slipped out of the prepared channel. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.